Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for battery out limit during normal use. Customer stated that the battery cap was fell off and top of battery cap was missing. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, operating currents and verify battery out limit, unexpected restart error test due to blank display. Device received with stripped battery cap coin slot(p).